Event description:
It was reported that the right ventricular lead has increased thresholds and battery depletion on the device is earlier than expected. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.